Manufacturer narrative:
The user facility evaluated the device and was not able to duplicate the issue and did not find any component level defects with the device.

Event description:
It was reported via medwatch that while warming a premature infant on a cooling mattress the blanket did not warm the patient to the targeted temperature of 33.5c. The infant's temperature dropped as low as 30.5c. No further information has been provided by the facility on how the situation was resolved. There was no report of adverse consequences or medical intervention.

Event description:
It was reported via medwatch that while warming a premature infant on a cooling mattress the blanket did not warm the patient to the targeted temperature of 33.5c. The infant's temperature dropped as low as 30.5c. No further information has been provided by the facility on how the situation was resolved. There was no report of adverse consequences or medical intervention.